Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During recent follow-up, premature battery depletion was suspected. Also, it was reported that inappropriate high voltage therapy was delivered for atrial fibrillation in 2016, the exact date is unknown. The device was explanted and replaced and the patient was in stable condition. Related manufacturer report number: 2938836-2018-00290.